Manufacturer narrative:
The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer performed a qc test that day with acceptable results. On 11-nov-2019 qc2 failed but upon repeat had acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucoses result with accu-chek inform ii meter serial number (B)(4). At 12:00 p.m. The meter result was 26.4 mmol/l and at 12:02 p.m. The meter result was 15.4 mmol/l. The patient was treated by the nurse but it was unknown which result the treatment was based upon.

Manufacturer narrative:
The returned meter reflects signs of customer damage. It has worn rubber feet, scratches on the ir window, and the label has been wiped off.the date of event was checked in the error log, however, no errors were found that would indicate any hardware or software issues that would be related to the customer allegation.

Manufacturer narrative:
The reporter's meter and strips were returned for investigation. Control ranges: level 1 1.7-3.3 mmol/l, level 2 14.5-19.6 mmol/l. Results: level 1 ¿ 2.3, 2.4, 2.4 mmol/l, level 2 ¿ 16.6, 16.5, 16.8 mmol/l. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.